Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(4), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2008. Subsequently, a revision procedure was performed on (B)(6), 2011due to fracture of the locking bar. The locking bar was removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation consisted of the returned locking bar component only, as the tibial plate remains implanted. Evaluation of the returned component found the arm tip to be fractured. The arm tip has longitudinal abrasions and the tip is abraded. The bar tip has scratches, abrasions and burnishing. The fracture surface has near parallel lines perpendicular to the bar axis. The inside corner of the surface has a pattern of wear that suggests abrasion, which likely occurred post fracture. The tip fracture surface has deformation at the lower left corner where the load was applied to the bar. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.